Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips and meter were requested for return. The customer does not have test strips available for return. The meter has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated he received a questionable inr result with a coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory methodology. The laboratory's methodology was requested but not provided. The date of the event was estimated to be "18 months ago." The customer's meter result was 3.1 inr. The customer's laboratory result within 2 hours was 2.1 inr. The customer's therapeutic range is 2.0- 3.0 inr.

Manufacturer narrative:
The reporter's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.5 inr, qc 2: 5.4 inr, qc 3: 5.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.